Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the insulin printer was not working. The field service engineer restarted the print spoiler services and reloaded the settings to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the insulin printer was not working. The customer reported that the insulin printer has power and is connected to pyxis but does not print labels. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.